Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be peeling, worn and thinning. The up and down buttons were intermittently unresponsive to testing. The display was observed to be dim, fading, and reddish in color. The bolus button cover was observed to be detached. The keypad cover was removed for further investigation and contamination was found under all contacts.

Event description:
The pump was returned for investigation. Investigation revealed a dim, red display, intermittent function to the up and down buttons and contamination on all of the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.